Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The ventilator control board was replaced to resolve the issue. Block a: no report of patient involvement. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of ventilation. There was no patient involvement.